Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated establishing no relationship with the reported event. The visual evaluation found the dressing had been disassembled. The functional evaluation found carrier 2 was stuck on the wrong way. The root cause is a manufacturing process error and a missed quality check. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith+ nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the dressing was creased, and it was difficult to separate the second protect paper. No harm or injury reported.